Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the physician initially believed that the patient had developed an infection. Once the surgical procedure was performed, the physician reported there was some discoloration observed; however, the patient did not have an infection. The physician decided to revise the pump pocket for comfort and not explant the pump.